Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain on (B)(6)2009, bacterial vaginosis on (B)(6)2009, panic attack on (B)(6)2010, vaginal bleeding on (B)(6)2010, gastrooesophageal reflux disease on (B)(6)2010, threatened abortion on (B)(6)2010, pregnancy on (B)(6)2010, hypercholesterolemia, pneumonia, multiple fractures, ulcer and c-section. On 22jun2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6)2016 no known triggers. Not alleviated with otc products. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysuria since (B)(6)2012, nabothian cyst since (B)(6)2011, tooth pain since (B)(6)2012, odontalgia since (B)(6)2012, sore throat (the onset is gradual.) Since (B)(6)2012, congestion nasal (mild) since (B)(6)2012, crescendo angina (constant) since (B)(6)2012, cough (x 2 days) since (B)(6)2012, myalgia since (B)(6)2012, dysuria since (B)(6)2012, streptococcal pharyngitis since (B)(6)2012, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6)2013, headache since (B)(6)2013, dizziness since (B)(6)2013, migraine since (B)(6)2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6)2013, myalgia since (B)(6)2013, myositis since (B)(6)2013, pudendal block since (B)(6)2013, ovarian cyst since (B)(6)2015, ovarian pain since(B)(6)2015, sleep disturbance since (B)(6)2015, obesity since (B)(6)2015, body mass index high (of32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6)2015, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6)2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6)2016, left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6)2016, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On an unknown date, the patient started diphenhydramine at an unspecified dose and frequency. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery ((B)(6)2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain had resolved and the salpingitis, urinary tract infection, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion on (B)(6)2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6)2013, impression: radiculopathy. On (B)(6)-investigation report computerized tomography indication: left upper extremity pain and left neck pain report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On 29jul2013, diagnosis: benign endometrium negative for hyperplasia and malignancy fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy on (B)(6)2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet and medical record received. New reporters and reporter information added. Plaintiff demography added. Concomitant conditions, historical drug and historical conditions were added. Lot number received. Event added: depression, mental anguish, chronic salpingitis. Event infection nos replaced with urinary tract infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, panic attack on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, threatened abortion on (B)(6) 2010, pregnancy on (B)(6) 2010, hypercholesterolemia, pneumonia, multiple fractures, ulcer nos and c-section. On (B)(6) 2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016 no known triggers. Not alleviated with otc products. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysuria since (B)(6) 2012, nabothian cyst since (B)(6) 2011, tooth pain since (B)(6) 2012, odontalgia since (B)(6) 2012, sore throat (the onset is gradual.) Since (B)(6) 2012, congestion nasal (mild) since (B)(6) 2012, crescendo angina (constant) since (B)(6) 2012, cough (x 2 days) since (B)(6) 2012, myalgia since (B)(6) 2012, dysuria since (B)(6) 2012, streptococcal pharyngitis since (B)(6) 2012, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6) 2013, headache since (B)(6) 2013, dizziness since (B)(6) 2013, migraine since (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6) 2013, myalgia since (B)(6) 2013, myositis since (B)(6) 2013, pudendal block since (B)(6) 2013, ovarian cyst since (B)(6) 2015, ovarian pain since (B)(6) 2015, sleep disturbance since (B)(6) 2015, obesity since (B)(6) 2015, body mass index high (of32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6) 2015, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6) 2016, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On an unknown date, the patient started diphenhydramine at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy) and surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the salpingitis, urinary tract infection, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On 22-jun-2013, impression: radiculopathy. On (B)(6) 2013-investigation report computerized tomography indication: left upper extremity pain and left neck pain. Report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium negative for hyperplasia and malignancy fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy. On (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and salpingitis ('chronic salpingitis') in a 23-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diphenhydramine. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included threatened abortion on (B)(6) 2010, pregnancy on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, panic attack on (B)(6) 2010, vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, hypercholesterolemia, pneumonia, multiple fractures, ulcer nos, c-section, multigravida, parity 2 ((2005, 2007)) and miscarriage ((B)(6) 2010). On(B)(6) patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016 no known triggers. Not alleviated with otc products. On (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6) 2013, impression: radiculopathy. On (B)(6) 2013-investigation report. Computerized tomography indication: left upper extremity pain and left neck pain. Report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium. Negative for hyperplasia and malignancy. Fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy. On (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Previously administered products included for an unreported indication: percocet from 2011 to 23-sep-2013, valium from 23-jul-2013 to 23-sep-2013, baclofen from 23-jul-2013 to 23-sep-2013, depo provera from 29-oct-2010 to 13-may-2011 and macrobid from 29-sep-2010 to 6-oct-2010. Concurrent conditions included left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6) 2016, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, ovarian cyst since (B)(6) 2015, ovarian pain since (B)(6) 2015, sleep disturbance since (B)(6) 2015, obesity since (B)(6) 2015, body mass index high (of32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6) 2015, pudendal block since (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6) 2013, myalgia since (B)(6) 2013, myositis since (B)(6) -2013, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6) 2013, headache since (B)(6) 2013, dizziness since (B)(6) 2013, migraine since (B)(6) 2013, sore throat (the onset is gradual.) Since (B)(6) 2012, congestion nasal (mild) since (B)(6) 2012, crescendo angina (constant) since (B)(6) 2012, cough (x 2 days) since (B)(6) 2012, myalgia since (B)(6) 2012, dysuria since (B)(6) 2012, streptococcal pharyngitis since (B)(6) 2012, tooth pain since (B)(6) 2012, odontalgia since (B)(6) 2012, dysuria since (B)(6) 2012, nabothian cyst since (B)(6) 2011, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On an unknown date, the patient started diphenhydramine at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 2 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract infection, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the salpingitis, menstrual disorder, dysmenorrhoea, abdominal pain, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepancy-date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable CT examination of the cervical spine, specifically no fractures are seen. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events: post-implant pregnancy, device ineffective added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and salpingitis ('chronic salpingitis') in a 24-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included threatened abortion on (B)(6) 2010, pregnancy on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, panic attack on (B)(6) 2010, vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, hypercholesterolemia, pneumonia, multiple fractures, ulcer nos, c-section, multigravida, parity 2 ((2005, 2007)), miscarriage ((B)(6) 2010), insomnia, urinary tract infection and perineal pain. On (B)(6) 2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016 no known triggers. Not alleviated with otc products. On (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6) 2013, impression: radiculopathy. On (B)(6) 2013-investigation report computerized tomography indication: left upper extremity pain and left neck pain report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium negative for hyperplasia and malignancy fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy. On (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Previously administered products included for an unreported indication: percocet from 2011 to (B)(6) 2013, valium from (B)(6) 2013 to (B)(6) 2013, baclofen from (B)(6) 2013 to (B)(6) 2013, depo provera from (B)(6) 2010 to (B)(6) 2011 and macrobid from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6) 2016, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, ovarian cyst since (B)(6) 2015, ovarian pain since (B)(6) 2015, sleep disturbance since (B)(6) 2015, obesity since (B)(6) 2015, body mass index high (of32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6) 2015, pudendal block since (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6) 2013, myalgia since (B)(6) 2013, myositis since (B)(6) 2013, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6) 2013, headache since (B)(6) 2013, dizziness since (B)(6) 2013, migraine since (B)(6) 2013, sore throat (the onset is gradual.) Since (B)(6) 2012, congestion nasal (mild) since (B)(6) -2012, crescendo angina (constant) since (B)(6) 2012, cough (x 2 days) since (B)(6) 2012, myalgia since (B)(6) 2012, dysuria since (B)(6) 2012, streptococcal pharyngitis since (B)(6) 2012, tooth pain since (B)(6) 2012, odontalgia since (B)(6) 2012, dysuria since (B)(6) 2012, nabothian cyst since (B)(6) 2011, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, diphenhydramine, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), heavy menstrual bleeding ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"), 1 year 6 months after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract infection, hypersensitivity, vaginal haemorrhage and heavy menstrual bleeding had resolved and the salpingitis, menstrual disorder, dysmenorrhoea, abdominal pain, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepancy-date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable CT examination of the cervical spine, specifically no fractures are seen. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Lot number: 796910 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and salpingitis ('chronic salpingitis') in a 23-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diphenhydramine. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included threatened abortion on (B)(6) 2010, pregnancy on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, panic attack on (B)(6) 2010, vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, hypercholesterolemia, pneumonia, multiple fractures, ulcer nos, c-section, multigravida, parity 2 ((2005, 2007)), miscarriage ((B)(6) 2010), insomnia, urinary tract infection and perineal pain. On (B)(6) 2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016 no known triggers. Not alleviated with otc products. On (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6) 2013, impression: radiculopathy. On (B)(6) 2013- investigation report computerized tomography indication: left upper extremity pain and left neck pain report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium negative for hyperplasia and malignancy fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy on (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Previously administered products included for an unreported indication: percocet from 2011 to (B)(6) 2013, valium from (B)(6) 2013 to (B)(6) 2013, baclofen from (B)(6) 2013 to (B)(6) 2013, depo provera from (B)(6) 2010 to (B)(6) 2011 and macrobid from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6) 2016, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, ovarian cyst since (B)(6) 2015, ovarian pain since (B)(6) 2015, sleep disturbance since (B)(6) 2015, obesity since (B)(6) 2015, body mass index high (of 32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6) 2015, pudendal block since (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6) 2013, myalgia since (B)(6) 2013, myositis since (B)(6) 2013, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6) 2013, headache since (B)(6) 2013, dizziness since (B)(6) 2013, migraine since (B)(6) 2013, sore throat (the onset is gradual.) Since (B)(6) 2012, congestion nasal (mild) since (B)(6) 2012, crescendo angina (constant) since (B)(6) 2012, cough (x 2 days) since (B)(6) 2012, myalgia since (B)(6) 2012, dysuria since (B)(6) 2012, streptococcal pharyngitis since (B)(6) 2012, tooth pain since (B)(6) 2012, odontalgia since (B)(6) 2012, dysuria since (B)(6) 2012, nabothian cyst since (B)(6) 2011, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On an unknown date, the patient started diphenhydramine at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), heavy menstrual bleeding ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 2 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract infection, hypersensitivity, vaginal haemorrhage and heavy menstrual bleeding had resolved and the salpingitis, menstrual disorder, dysmenorrhoea, abdominal pain, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepancy-date(s) of removal: (B)(6) 2013 ( diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable CT examination of the cervical spine, specifically no fractures are seen. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and salpingitis ('chronic salpingitis') in a 23-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diphenhydramine. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included threatened abortion on (B)(6) 2010, pregnancy on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, panic attack on (B)(6) 2010, vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, hypercholesterolemia, pneumonia, multiple fractures, ulcer nos, c-section, multigravida, parity 2 ((2005, 2007)) and miscarriage ((B)(6) 2010). On (B)(6) 2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016 no known triggers. Not alleviated with otc products. On (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6) 2013, impression: radiculopathy. On (B)(6) 2013-investigation report computerized tomography indication: left upper extremity pain and left neck pain report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium negative for hyperplasia and malignancy. Fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy. On (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Previously administered products included for an unreported indication: percocet from 2011 to (B)(6) 2013, valium from (B)(6) 2013, baclofen from (B)(6) 2013, depo provera from (B)(6) 2010 to (B)(6) 2011 and macrobid from (B)(6) 2010. Concurrent conditions included left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since (B)(6) 2016, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since (B)(6) 2016, ovarian cyst since (B)(6) 2015, ovarian pain since (B)(6) 2015, sleep disturbance since (B)(6) 2015, obesity since (B)(6) 2015, body mass index high (of32.0-32.9 in adult) since (B)(6) 2015, hair loss since (B)(6) 2015, pudendal block since (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since (B)(6) 2013, myalgia since (B)(6) 2013, myositis since (B)(6) 2013, numbness of upper extremities (left arm numbness) since (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since (B)(6) 2013, headache since (B)(6) 2013, dizziness since (B)(6) 2013, migraine since (B)(6) 2013, sore throat (the onset is gradual.) Since(B)(6) 2012, congestion nasal (mild) since (B)(6) 2012, crescendo angina (constant) since (B)(6) 2012, cough (x 2 days) since (B)(6) 2012, myalgia since (B)(6) 2012, dysuria since (B)(6) 2012, streptococcal pharyngitis since (B)(6) 2012, tooth pain since (B)(6) 2012, odontalgia since (B)(6) 2012, dysuria since (B)(6) 2012, nabothian cyst since (B)(6) 2011, anesthesia, endometriosis, schizophrenia, penicillin allergy, tobacco use disorder, disturbance of skin sensation, cervicitis and oophoritis. Concomitant products included dexamethasone, docusate sodium, fentanyl, hydromorphone, ibuprofen, ketorolac tromethamine (toradol), metoclopramide, midazolam, morphine, naloxone, nitrofurantoin (macrobid), paracetamol (acetaminophen), pethidine (meperidine) and salbutamol (albuterol). On an unknown date, the patient started diphenhydramine at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 2 days before insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infections/ urinary tract infection/infection (bladder/ urinary tract/vaginal), type: urinary tract"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery ((B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract infection, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the salpingitis, menstrual disorder, dysmenorrhoea, abdominal pain, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Plaintiff received treatment for pain, bleeding, bladder/urinary prob. Discrepancy-date(s) of removal: (B)(6) 2013 ( diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable CT examination of the cervical spine, specifically no fractures are seen. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events: post-implant pregnancy, device ineffective added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, panic attack on (B)(6) 2010, anxiety on (B)(6) 2010, vaginal bleeding on (B)(6) 2010, gastrooesophageal reflux disease on (B)(6) 2010, threatened abortion on (B)(6) 2010 and pregnancy on (B)(6) 2010. On (B)(6) 2013 patient denies chest pain, denies abdominal pain, denies vomiting and denies shortness of breath. On (B)(6) 2016, no known triggers. Not alleviated with otc products. Concurrent conditions included dysuria since on (B)(6) 2012, nabothian cyst since on (B)(6) 2011, tooth pain since on (B)(6) 2012, odontalgia since on (B)(6) 2012, sore throat (the onset is gradual.) Since on (B)(6) 2012, congestion nasal (mild) since on (B)(6) 2012, crescendo angina (constant) since on (B)(6) 2012, cough (x 2 days) since on (B)(6) 2012, myalgia since on (B)(6) 2012, dysuria since on (B)(6) 2012, streptococcal pharyngitis since on (B)(6) 2012, numbness of upper extremities (left arm numbness) since on (B)(6) 2013, chest burning pain of (moderate burning pain that goes to her elbow.) Since on (B)(6) 2013, headache since on (B)(6) 2013, dizziness since on (B)(6) 2013, migraine since on (B)(6) 2013, muscle spasm (severe pelvic floor muscles spasms) since on (B)(6) 2013, myalgia since on (B)(6) 2013, myositis since on (B)(6) 2013, nerve block since on (B)(6) 2013, ovarian cyst since on (B)(6) 2015, ovarian pain since on (B)(6) 2015, sleep disturbance since on (B)(6) 2015, obesity since on (B)(6) 2015, body mass index high (of 32.0-32.9 in adult) since on (B)(6) 2015, hair loss since on (B)(6) 2015, cloudy urine (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since on (B)(6) 2016, abdominal pain (she did see obgyn who thinks that perhaps her pain is more stomach/intestinal related than pelvic in nature.) Since on (B)(6) 2016 and left lower quadrant pain (sharp and radiates to lower pelvis and b/l legs.) Since on (B)(6) 2016. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery on (B)(6) 2013 hysterectomy (full),salpingectomy (bilateral),anterior,posterior colpotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the infection, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the patient's right tube ostia was identified first and the usual coil was placed under protocol technique with four coils noted. The same procedure was done of the left tubal ostia with four coils as well. Re inspection showed good placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: (B)(6) 2011: total bilateral occlusion. On (B)(6) 2011, ultrasound report, conclusion: mildly heterogeneous uterus however no focal nodule identified. It was reported that over the counter medications including ibuprofen and degree of relief (none, causes vomiting). On (B)(6) 2013, impression: radiculopathy. On (B)(6) 2013, investigation report: computerized tomography. Indication: left upper extremity pain and left neck pain. Report: unremarkable CT examination of the cervical spine, specifically no fractures are seen. On (B)(6) 2013, diagnosis: benign endometrium, negative for hyperplasia and malignancy, fallopian tubes, right and left, bilateral salpingectomy: bilateral fallopian tubes with mild chronic salpingitis. Negative for malignancy. On (B)(6) 2016, CT pelvis, egd, colonoscopy reportedly normal. Awaiting enteroscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Medically confirmed case. Patient¿s details, historical condition, concomitant disease, concomitant drug, lab data and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), type: urinary tract, dysmenorrhea (cramping) and abdominal pain were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.